Event description:
It was reported that the device was used in an open thoracotomy. Upon firing of the instrument, the anvil and the cartridge kitty cornered. They did not align together; they were off at an angle. While attempting to get the situation under control, the patient bled out 2 liters of blood. This is the only information reported. Additional information has been requested.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Manufacturer narrative:
(B)(4). Additional information was requested on (B)(6) 2010, (B)(6) 2011 and the only information received is as follows: this surgeon broke his reusable stapler that he usually uses and then took and used the tx which he had not used before. Surgeon is back to using his reusable.